Event description:
It was reported that fifteen days post a dialysis catheter placement procedure, the extension tubing developed emulsification and deformed which resulted in an unmet dialysis flow rate and a tube change. Catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as this is the only complaint reported for this lot number. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo shows an implanted glidepath catheter in which both the extension legs are noted to be whitish near the bifurcation area. The extensions legs are noted to be deformed / compressed and bulging were noted on both the extension legs near the bifurcation. Therefore, the investigation is confirmed for the reported material opacification, deformation and identified stretched and material protrusion issues. However, the investigation is inconclusive for the reported reduced flow rate issue as there was no objective evidence obtained from the photo review. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent for a dialysis catheter placement procedure using glidepath. It was reported that fifteen days post a dialysis catheter placement procedure, the extension tubing developed emulsification and deformed which resulted in an unmet dialysis flow rate and a tube change. Catheter was replaced. There was no reported patient injury.